Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button #1 and button #2 were not depressed, and syringe was attached with stopcock open. Atraumatic tip was intact. The procedure sheath and the sealant were not returned with the device. The sealant outer sleeve assembly was frayed and pulled apart from the catheter and exposed to blood as received. An insertion test was not performed on the returned device due to the damages in the sealant outer sleeve assembly as received. Without the return of the procedure sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. Visual inspection at high magnification showed no signs of over tension on the atraumatic tip. The sealant outer sleeve assembly was frayed and pulled apart from the catheter as received.

Event description:
As reported, the tip of 5f mynx control vascular closure device (vcd) was ¿ripped off catheter¿. They realized upon insertion and used a new working 5f mynx. The patient was stable, and the procedure was completed. There was no reported patient injury. The device was returned for analysis and the sealant outer sleeve assembly was frayed and pulled apart from the catheter. They tried deploying mynx through 5f non-cordis sheath. The operator was trained to the mynx control device. The device was opened in sterile field. The device was not used inside the patient. No part of the device remained inside the patient. The mynx vcd was used in an arterial embolization procedure. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event.

Manufacturer narrative:
Complaint conclusion: as reported, the tip of 5f mynx control vascular closure device (vcd) was ¿ripped off catheter¿. They realized upon insertion and used a new working 5f mynx. The patient was stable, and the procedure was completed. There was no reported patient injury. They tried deploying mynx through 5f non-cordis sheath. The operator was trained to the mynx control device. The device was opened in sterile field. The device was not used inside the patient. No part of the device remained inside the patient. The mynx vcd was used in an arterial embolization procedure. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button #1 and button #2 were not depressed, and syringe was attached with stopcock open. The atraumatic tip was intact. The procedural sheath and the sealant were not returned with the device. The sealant¿s outer sleeve assembly was frayed and pulled apart from the catheter and exposed to blood as received. Per functional analysis, an insertion test was not performed on the returned device due to the damages in the sealant outer sleeve assembly as received. Without the return of the procedure sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. Per microscopic analysis, no signs of over tension on the atraumatic tip were revealed. The sealant¿s outer sleeve assembly was frayed and pulled apart from the catheter as received. A product history record (phr) review of lot f2027301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿atraumatic tip separated -in patient¿ was ot confirmed during analysis of the returned device. However, ¿sealant sleeve- separated¿ was confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, that could cause the sealant exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously¿. Neither the phr review nor the product analysis suggests that the reported events are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.